Event description:
It was reported, prepared a single-use implantable drug delivery device cannula for patient treatment. The outer packaging was intact, with no foreign material visible to the naked eye, and preliminary operation was normal. Clinical staff performed normal medical procedures and discovered that the right-angle huber infusion needle tail of the single-use implantable drug delivery device cannula was leaking fluid and blood was flowing out approximately one minute after use. The patient's medical treatment was interrupted, timely medical treatment could not be provided, and the patient needed to replace the single-use implantable drug delivery device cannula. Replaced with a disposable implantable drug delivery device cannula of the same brand, and replaced with a disposable anti-reflux drainage bag of the same brand.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.